Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to turn off/on bluetooth and if the issue persists, uninstall the application, reboot the smart device and reinstall the application. No additional patient or event information is available.